Event description:
It was reported that during implantation, no sensing was obtained from the atrial lead. The lead was replaced and the patient was in good condition after the procedure.

Manufacturer narrative:
(B)(4). Electrical analysis revealed current leakage in lead caused by damaged inner insulation. The lead was cut/damaged in the field. No other anomaly was found. (B)(4).